Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During a routine replacement procedure the physician noted a 'broken connector of the proximal coil and insulation defect' on the rate sense portion of this lead. A new lead of the same model was implanted.